Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative (rep) regarding a patient receiving intrathecal hydromorphone 6.7 mg/ml at 0.3220 mg/day, bupivacaine 10.7 mg/ml at 0.514 mg/day and fentanyl 2000 mcg/ml at 96.1 mcg/day via an implanted pump for non-malignant pain, radiculopathy, and degenerative disc disease. The estimated pump elective replacement indicator (eri) was four months and the patient had a dye study in preparation of replacement and the catheter was not patent. At revision/replacement surgery the catheter was broken apart at the anchor. The doctor did not want anything analyzed and discarded the product. It was unknown what environmental/external/patient factor may have led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study that failed and the catheter was replaced with the pump replacement surgery. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿. The event date was (B)(6) 2016 (year is accurate). It was noted there were no issues with the system and the catheter was broken at the anchor site. Six weeks ago failed and decreased every two weeks with increased pain and withdrawal. Additional information indicated the catheter was fractured at the anchor and the cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.